Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints regarding this failure mode within this lot have been reported. The probable cause of the failure was a break in the core wire within the distal coil adjacent to the sensor housing. The distal coil had a sharp kink in the location of the break suggesting mechanical strain. The wire was not unraveled as reported. However, minor stretching of the distal coil was observed and easily occurred after the core wire had been severed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.

Event description:
The customer reported that, during the procedure, the distal tip of the wire unraveled. There was no reported injury to the patient.